Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# v330678, implanted: (B)(6) 2009, product type lead; product ID 3889-28, lot# v330678, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was not working and felt weird. It was stated that stimulation was felt at the left hip and not at the pelvic floor. The ins was implanted on the right side, but the ¿line goes to the left side.¿ the patient mentioned having had a ¿dilation procedure¿ about 1.5 years ago and having ¿something removed from her uterus.¿ the patient thought the issue may be related to that procedure. Over the last few weeks, the patient felt like she had to pee every hour, especially at night. The patient increased stimulation from 0.80 to 1.50 volts on program 1. The patient then switched to program 2 at 0.75 volts, but still felt stimulation in her hip. The patient decreased stimulation to 0.40 volts with no resolution. It was later corrected that the problems persisted for almost 2 months. Additional information received reported that the patient experienced a loss of therapeutic effect. It was stated that the patient had a dilation and curettage (d<(>&<)>c) a year ago (previously reported as 1.5 years ago) and that after the procedure the ¿wires went to the wrong place¿ and the patient urinated all night. The statement regarding the wires going to the wrong place was interpreted to describe stimulation in the left hip and not movement of the lead. The patient outcome was unknown. The patient recently relocated and was looking for a managing physician. Additional information was requested, but had not been received as of the date of this report.